Manufacturer narrative:
The device was received with scratches on the exterior housing. Both dust covers underneath the battery slots have been damaged. The moisture indicator label revealed that the unit was exposed to moisture or was immersed in liquid. Evaluation found the unit has power with batteries but has no sound when nothing is connected due to moisture exposure. Based on the age of the device and the physical damages observed, wear and tear likely contributed to the failure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm has power but no sound. The date the issue was discovered is unknown and no patient incident or injury was reported.